Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed no signs of external damage. A review of the event history log syringe plunger not in place. During the functional testing the reported issue was able to be duplicated. The plunger cable was no longer operational due to normal wear. The root cause of the issue was due to normal wear as the device was over 9 years old. Replaced the plunger cable. Performed power up process, preventative maintenance, occlusion test and all functional tests which passed.

Event description:
It was reported that the pump intermittently would not calibrate the syringe. No patient injury or involvement was reported.